Event description:
Philips received a complaint on the mrx device indicating that the operation test periodically failed. There was no patient involvement. The rse evaluated the device remotely. It was determined that this was a malfunction of the therapy pca (printed circuit assembly), however it was determined that this model reached end-of-life, became obsolete. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca.